Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent positioning problem and inadvertent deployment occurred. The 90% stenosed, 50x12mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified iliac vein. A 14x90/9fr wallstent® endoprosthesis was advanced to treat the lesion. However, the physician didn't position the stent correctly during the procedure and the proximal end of the stent was deployed inside the guide catheter. The stent was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. The stent had been deployed and was received in a clear tube. The stent was removed and it was noted that the wires at the distal end of the stent were uncrossed. This damage is consistent with the application of excessive force. A visual and tactile examination of the returned device found that the shaft was kinked 157mm distal to the valve body. This damage is consistent with excessive force being applied to the delivery system. No issues were noted with the profile of the holding sleeve, markerbands and the inner. The inner could be advanced and retracted without issue during the product analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent positioning problem and inadvertent deployment occurred. The 90% stenosed, 50x12mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified iliac vein. A 14x90/9fr wallstent® endoprosthesis was advanced to treat the lesion. However, the physician didn't position the stent correctly during the procedure and the proximal end of the stent was deployed inside the guide catheter. The stent was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.